Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd discardit¿ ii - 2-piece syringe were unable to contain medication. The following information was provided by the initial reporter: we use bd syringes and recently the size of 2 ml in particular has leaked. This has been noticed in operating theater operations when the anesthesiologist puts on spinal anesthesia. Anesthetic leaks from the syringe and the amount of anesthetic applied is difficult to measure.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300928 and lot number 2112244. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, the retained samples displayed no signs of leakage. With the limited investigation results, an exact cause could not be determined for this incident. However, based on the customer feedback, it is possible that this incident resulted from damage to the plunger lip component. This type of damage may result from the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that an unspecified number of bd discardit¿ ii - 2-piece syringe were unable to contain medication. The following information was provided by the initial reporter: we use bd syringes and recently the size of 2 ml in particular has leaked. This has been noticed in operating theater operations when the anesthesiologist puts on spinal anesthesia. Anesthetic leaks from the syringe and the amount of anesthetic applied is difficult to measure.